Manufacturer narrative:
The barcode label is being returned to hamilton company for investigation. The investigation is not yet completed. See scanned page.

Event description:
An event was reported to hamilton company in 2007 in which a barcode label was read. No death or injury resulted from the malfunction. This report corresponds to hamilton customer problem report.